Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of tiredness, headache, piriformis syndrome, obesity, hematochezia, pain epigastric, chronic cholecystitis, foot fracture, acute pneumonia, diarrhea, gallbladder disorder, vomiting, nausea, duodenitis, dysphagia, laparoscopy, cesarean section, menorrhagia, dysmenorrhea, depressive disorder, parity 1, multi gravida, left lower quadrant pain, dyskinesia, ovarian cyst, cholelithiasis, chronic cholecystitis, endometriosis and menorrhagia. The patient had a family history of ovarian cancer, diabetes and colon cancer. On (B)(6) 2014,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic assisted hysterectomy ovarian salpingoophorectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: proximal band of the inner coil on the right is 3 mm form the cornua. The proximal band of the inner coil on the left is 0 mm from the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.13 kg/sqm. [Abdominal x-ray] on (B)(6) 2022: metallic density in left pelvic likely tubal occlusion coil. [Computerised tomogram abdomen] on (B)(6) 2022: fluid-filled distal small bowel and proximal colon, nonspecific finding which can be seen with enteritis. 2. Cholelithiasis without evidence of cholecystitis. 3. Mild hepatosplenomegaly. 4. 3.6 cm right ovarian cyst, for which no further follow-up is recommended per the american college of radiology. [Hysterosalpingogram] on (B)(6) 2012: diagnosis: essure tubal occlusion proximal band of the inner coil on the right is 3 mm form the cornua. The proximal band of the inner coil on the left is 0 mm from the cornua. There is bilateral tubal occlusion with no flow of contrast into the fallopian tubes or spillage into the peritoneum. Impression: essure microinserts in appropriate position with bilateral total occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2014: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: benign endocervical pol vp. Endometrium: secretory, benign. Myometrium: leiomyoma. Serosa: focal fibrovascular adhesions. Bilateral fallopian tubes: no histopathologic abnormality, benign. Clinical data: menorrhagia gross description: within the container are bilateral fimbriated fallopian tubes (2.5 cm in length by 0.8 cm in diameter, and 3.0 cm in length by 0.6 cm in diameter), both of which are unremarkable.; on (B)(6) 2022: final diagnosis: a.gallbladder, cholecystectomy: chronic cholecystitis with cholesterolosis and cholelithiasis b. Left ovary and foreign body, corporectomy and removal: benign left ovary with hemorrhagic corpus luteal cyst, inclusion cysts, cystic follicle, corpora albicantia, and focal apparent calcification; associated unremarkable adipose tissue foreign metallic coil, consistent with tubal coil (gross diagnosis) clinical information: bilary dyskinesia right ovarian cyst gross description: a foreign metallic coil is present measuring approximately 1.5 cm in length by 0.25 cm in width. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of tiredness, headache, piriformis syndrome, obesity, hematochezia, pain epigastric, chronic cholecystitis, foot fracture, acute pneumonia, diarrhea, gallbladder disorder, vomiting, nausea, duodenitis, dysphagia, laparoscopy, cesarean section, menorrhagia, dysmenorrhea, depressive disorder, parity 1, multi gravida, left lower quadrant pain, dyskinesia, ovarian cyst, cholelithiasis, chronic cholecystitis, endometriosis and menorrhagia. The patient had a family history of ovarian cancer, diabetes and colon cancer. On (B)(6) 2014,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic assisted hysterectomy ovarian salpingoopherectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: proximal band of the inner coil on the right is 3 mm form the cornua. The proximal band of the inner coil on the left is 0 mm from the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.13 kg/sqm. [Abdominal x-ray] on (B)(6) 2022: metallic density in left pelvic likely tubal occlusion coil. [Computerised tomogram abdomen] on (B)(6) 2022: fluid-filled distal small bowel and proximal colon, nonspecific finding which can be seen with enteritis. 2. Cholelithiasis without evidence of cholecystitis. 3. Mild hepatosplenomegaly. 4. 3.6 cm right ovarian cyst, for which no further follow-up is recommended per the american college of radiology. [Hysterosalpingogram] on (B)(6) 2012: diagnosis: essure tubal occlusion proximal band of the inner coil on the right is 3 mm form the cornua. The proximal band of the inner coil on the left is 0 mm from the cornua. There is bilateral tubal occlusion with no flow of contrast into the fallopian tubes or spillage into the peritoneum. Impression: essure microinserts in appropriate position with bilateral total occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2014: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: benign endocervical pol vp. Endometrium: secretory, benign. Myometrium: leiomyoma. Serosa: focal fibrovascular adhesions. Bilateral fallopian tubes: no histopathologic abnormality, benign. Clinical data: menorrhagia gross description: within the container are bilateral fimbriated fallopian tubes (2.5 cm in length by 0.8 cm in diameter, and 3.0 cm in length by 0.6 cm in diameter), both of which are unremarkable.; on 20-sep-2022: final diagnosis: a.gallbladder, cholecystectomy: chronic cholecystitis with cholesterolosis and cholelithiasis b. Left ovary and foreign body, cophorectomy and removal: benign left ovary with hemorrhagic corpus luteal cyst, inclusion cysts, cystic follicle, corpora albicantia, and focal apparent calcification; associated unremarkable adipose tissue foreign metallic coil, consistent with tubal coil (gross diagnosis) clinical information: bilary dyskinesia right ovarian cyst gross description: a foreign metallic coil is present measuring approximately 1.5 cm in length by 0.25 cm in width. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.